Manufacturer narrative:
Occupation is patient/consumer. The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
We received an allegation of a questionable inr result for 1 patient tested with coaguchek inrange meter serial number (B)(4) compared to the acl top laboratory method. The meter result was 2.3 inr. The laboratory result was 3.03 inr. The meter result was 2.5 inr. The laboratory result was 3.35 inr. The time between measurements was less than 3 hours. The patient's therapeutic range was 3-4 inr.